Manufacturer narrative:
Device code: corrected to reflect 3191 for forward firing for which there is no code available. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture was found to rotate independently of outer flow tubing. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe char on the surface and slight melting at the output window. The outer flow tubing open end exhibited minor scratch marks. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function, which would modulate the power showing a pulsing beam or the system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that at 9 minutes and 346,544 joules while using the surgical fiber during a prostate procedure, the fiber was observed to be forward-firing. The procedure was completed by bipolar transurethral resection (turp). There was no patient injury or adverse outcome.

Event description:
It was reported that at 9 minutes and 346,544 joules while using the surgical fiber during a prostate procedure, the fiber was observed to be forward-firing. The procedure was completed by bipolar transurethral resection (turp). There was no patient injury or adverse outcome.